Event description:
Boston scientific received information that the patient with pacemaker device was seen at last check up with estimated battery life at three years. Programming changes were done and a month after there was a significant decrease in longevity. Boston scientific technical services (ts) discussed with the health care professional (hcp) that battery status of device was not a smooth progress but jumps between tick marks wherein this device was very close to change to the next lower level and then that combined with reprogramming, change led to use more battery that resulted in dramatic change in longevity. However, whether this was true or not would only be certain after analysis will be made with the device. The hcp expressed concern and stated this sort of hidden impact to longevity can become a patient safety risk but not in this case as the patient was not dependent to the device. The hcp then considered three months follow up with patient that has a device anytime there is a programming change that is going to impact longevity. This device will be changed out within a month and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this patient with pacemaker device was seen at last check up with estimated battery life at three years and programming changes were done and a month after there was a significant decrease in longevity. Boston scientific technical services (ts) discussed with the health care professional (hcp) the battery status of device jumps between tick marks wherein this device was very close to change to the next lower level and then reprogramming change led to use more battery. However, this would only be certain after analysis will be made. The hcp stated this sort of hidden impact to longevity can become a patient safety risk but not in this case as the patient was not dependent to the device. This pacemaker device will be changed out within a month and will be returned for analysis. No adverse patient effects were reported.